Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the no delivery alarm. A prime was performed and insulin exited. The prime was then repeated and insulin failed to exit the tubing. The customer was advised that the set may have been occluded. Troubleshooting was declined for the high blood glucose; the customer stated her blood glucose was high due to eating a lot of sugar.